Event description:
Information received by medtronic indicated that the insulin pump had no delivery repeated during manual prime without reservoir. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated no delivery. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.